Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter facility name: (B)(6) center. H.6 investigation summary: material #: 368836. Lot/batch #: 3116841. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood leaked from the connection during blood collection. One syringe affected. No patient impact or injury reported.